Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device comes off and affixes poorly to the flexible scope. There were no reports of patient harm.

Event description:
It was reported, the subject device comes off and affixes poorly to the flexible scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found poor fixation to the soft mirror, and flooding that occurred from the video connector-label part. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor the field performance of this device,